Manufacturer narrative:
This product was received and tested by technical services and the flickering image issue was confirmed. The fault was determined to be an input connector failure on the monitor. The baton was plugged into the monitor and the monitor was powered on; the image was flickering. The back shell assembly was replaced and the lcd wire harness was insulated with kapton tape. The device passed the image quality test, the led's were functioning and the device was certified. The device was returned to the customer.

Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, the image on the screen was flickering and skipping. A delay in the procedure of two (2) or three (3) minutes occurred as a back-up glidescope avl system was obtained. No harm to patient or user was reported.